Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain with rom. Surgeon determined there was scapular notching and impingement, suggesting the patient needed more lateralization. He revised the glenosphere to a plus 6 and changed out the humeral poly insert. There was no loosening of the components and no deficiency noted with the implants. There was no delay in the procedure. Doi: (B)(6) 2020, dor: (B)(6) 2021, right shoulder.